Event description:
The customer contact reported that during testing at the user facility, it was noted that the device did not have an audible alarm tone while on the high volume setting. There were no reports of any adverse patient events or delays in critical therapy while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The piezo is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.